Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, failure to capture and sensing problem. The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix extended and clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning and applying torque directly to the inner coil, the helix could be fully extended and retracted. The full helix extension length measured within specification. The cause of the reported event of helix issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported events of failure to capture and sensing problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in clinic follow up, loss of capture and sensing issues were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and the rv lead was found to be dislodged. During the revision procedure, the helix of the rv lead failed to extend. The rv lead was explanted and replaced to resolve this event. The patient was stable.